Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level as it remained within a safe range. The customer, lacking a warranty, intended to contact their clinic for a new pump.